Event description:
A caller reported that the insulin gauge on their pump displayed an amount different than expected, with the current fill estimate stuck at 40 despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller, explaining that this issue could occur due to a large variance in measured pressures, and the fill estimate would resume counting down normally once the static number was reached. The caller understood and acknowledged the explanation.